Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. First, fse confirmed the error. Inspection of the device revealed that the wingnut was loose at the prefilter on the injection pump. Fse tightened the wingnut. Fse was subsequently able to run calibration, precision and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due a loose prefilter wingnut.

Event description:
It was reported that the customer received "101 pressure low" errors on their g8 analyzer. When the customer changed the filter and column, device pressure was 3.0 megapascals (mpa). When technical support (ts) instructed the customer to remove the black nut from the top of the wingnut to the filter, device pressure was 0.13 mpa. The customer reattached the nut to the wingnut and pressure remained steady from 7.8-8.0 mpa. Two days later, the customer called back to report that pressure dropped again during calibration. When ts instructed the customer to perform a drain flush, pressure was 3.11 mpa. Next, ts instructed the customer to replace the column. Pressure increased to 7.16 mpa. The customer was subsequently able to run four patient samples as primes with no low pressure errors and sa1c retention time (rt) 0.61 minutes. Ts, then instructed the customer to adjust the flow factor from 1.06 to 1.08, change the column, calibrate and run controls if the sa1c rt was lower. The customer called back after changing the column to report that device pressure dropped again after calibration attempts. The customer attempted to troubleshoot further by changing the sampling needle assembly; however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.